Manufacturer narrative:
Review of the instrument's run data showed the identified made potential false positive call for the sars-cov-2/influenza b, due to abnormal pcr growth curves. Analyzer was returned and will be sent to the repair depot for service. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. (B)(6)

Event description:
A customer from the us filed a complaint when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Review of the instrument run data confirmed 2 false positive results. On (B)(6) 2021 initial sample 1 generated a negative result for sars-cov-2 and influenza a, positive for influenza b. Upon a repeat test on the same test platform the results were negative for all 3 targets. The same sample was again re-ran for confirmatory testing on the alternate platform bd max. The bd max generated a positive result for sars-cov-2.the confirmatory test result was reported. On (B)(6) 2021 initial sample 2 generated positive results for sars-cov-2 and influenza a, positive for influenza b. Although requested, no information was provided regarding if a repeat test was run on the same device, if the results were reported to the patient. An investigation is currently ongoing. Two (2) mdrs will be filed s per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)